Event description:
It was reported that a hardware removal procedure of a tibial nail was performed on (B)(6)2015. During the procedure, a piece of the nail broke off and became lodged in the (competitor¿s) extractor. The original procedure, performed approximately 15 years ago, did not have the nail locked distally or proximally. The patient began experiencing knee pain, which led to the discovery that the nail had migrated into the knee joint. Bony ingrowth was identified during the explant procedure; the nail was stuck in the canal. The top portion of the nail broke off and became stuck in the extractor. Approximately 80% of the nail was left in the tibia. No surgical delays were reported and the procedure was successfully completed. The hardware removed consisted only of the tibial nail. A competitor¿s extractor was utilized. This report is for one (1) unknown tibial nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: fragments remaining in the patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of onset for postoperative pain and nail migration is unknown. Report is for one (1) unknown tibial nail. Original implant occurred approximately 15 years ago. Device was not fully explanted on (B)(6) 2015. A portion of the nail remains in the patient. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Unknown, as no specific part or lot numbers were provided for the complainant nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: two devices were received in the complaint handling unit. A fragment from an unknown nail was stuck on to a competitor-branded extraction screw (part 1806-0350 / lot k249705). The extraction screw is etched with the competitor¿s logo, part number, and lot number. There is no evidence that the nail fragment is a synthes product, and the product code cannot be identified. A visual inspection was performed, but no device history review could be performed since no lot/product number was found, and no further evaluation was possible. The cause of the complaint condition could not be determined. This complaint is confirmed. There is no evidence to suggest that the received devices were designed or manufactured by depuy synthes. The extraction bolt is clearly etched with the competitor¿s information, while there is no etching on the nail fragment itself. The part number (1806-0350) and lot number (k249705) reported on a supplemental medwatch belong to a competitor¿s device. Part and lot numbers remain unknown for the nail. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient¿s ID number: (B)(6). Part number reported on decontamination form as 1806-0350. Unknown part number. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Date of onset for postoperative pain and nail migration is unknown. However, the nail itself broke intra-operatively on (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.